Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2 (also selected ¿other¿ which was inadvertently left off the initial report), h10 (device was not returned). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, an unlimited number of scenarios could cause the event. Possible causes are: 1 ¿ interference of the esg-400 generator due to scattered electromagnetic interfering fields (temporary fault). 2 - the operator activates the footswitch during generator booting (temporary fault caused by user action). 3 - a defective footswitch (temporary fault, short circuit in the plug). 4 - a defective footswitch (temporary fault, defective reed contact). 5 - a faulty cable connection between hvps board and generator board (temporary or permanent fault). 6 - a faulty cable connection for the output signal between generator board and relay board (temporary or permanent fault). 7 ¿ a defective transformer tr1 at the generator board (permanent fault). 8 ¿ a defective current transformer at the generator board (permanent fault). 9 ¿ a defective impedance converter at the generator board (permanent fault). 10 ¿ a defective peak value rectifier at the generator board (permanent fault). 11 ¿ no or a too low supply voltage of the hvps board (permanent fault). 12 ¿ too low output voltage due to a poorly switching high-frequency power amplifier at the generator board (permanent fault). 13 - a defective hvps board (short circuit at the mos transistors, permanent fault). 14 - a defective motherboard (short circuit at the ntc1, permanent fault). 15 - a defective motherboard (defective adc, permanent fault). 16 - defective tsv diodes at the relay board (permanent fault). The root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Event description:
It was reported to olympus that an hf unit (generator) had an e433 error. It is unknown when the reported issue was reported. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.